Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on may 29, 2020. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the additional information, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the endoscopic image flickered. Other detailed information was not provided. There was no report of patient injury associated with the event.